Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 22.7 mmol/l which was treated with bolus. Customer was not using automode feature during time of high blood glucose event. Customer alleged for possible under delivery insulin pump due to high blood glucose for few days. The reservoir will not be replaced, and customer agreed to return the product for analysis.